Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages. Reportedly, approximately 120 units of insulin was loaded into the cartridge. Contact reported the syringes being used to load the cartridges was not the syringes provided by tandem. Customer's blood glucose level was 174 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.